Event description:
Additional information received on 2-may-2025: the nurse has conducted blood and related tests, and no abnormal reports have been notified.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that there was an inability to completely retract the needle caused a needle stick incident for the nursing staff. The needle contained the patient's blood. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of defective safety mechanism could not be confirmed. The product returned for evaluation was one 22 g safestep infusion set without y-site. A gross visual inspection of the returned sample found that the safety mechanism was already fully engaged. Additionally, a small degree of bend was present on the needle shaft, originating midway through the needle. Microscopic inspection of the unit was unremarkable. The unit was functionally tested by disengaging the safety mechanism and sliding the safety plate up and down the needle shaft. During testing, no resistance was encountered, indicating that the safety mechanism was working as intended. The investigation was unable to identify any factors which would impede activation of the safety mechanism. Therefore, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.